Event description:
In 2000, the facility's nurse informed the distributor's sales rep of the following: facility has received a list of oncology pt's (3) that are experiencing blood return problems (ref: MDR#'s 1056436-2000-00254 & 1056436-2000-00255 for incident two (2) and three (3). Facility was able to research these pts. This report concerns incident one (1). The device is a dual lumen device and was inserted at this facility in 1999. The pt can be infused with drugs; however, there is no blood return at present. The device is still indwelling. No further details were provided at this time.